Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 500 mg/dl at the time of incident. The customer was treated with insulin and fluid in the hospital. Customer experienced symptoms such as feeling sick. Customer was off the insulin pump and on manual injection. The customer was wearing the insulin pump during the hospitalization. Customer declined troubleshooting. The insulin pump will be returned for analysis.